Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was discovered and confirmed during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During testing by baxter service personnel, a colleague infusion pump was found with failure code 808:02. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.